Event description:
It was reported by svc report that the caster wheels were cracked and brakes do not apply enough pressure due to broken caster wheels. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Caster wheels.